Event description:
Per a peritoneal dialysis home pt's (hp) nurse (rn), hp presented to the dialysis clinic with cloudy effluent. The hp was diagnosed with peritonitis following confirming lab work. Treatment included cefazolin 1.25g intraperitoneal (ip), ceftazidime 1.25g ip for 14 days and oral ciprofloxacin 500mg for 10 days. To date hp has recovered with no hospitalization required, per rn, based on absence of symptoms and last effluent cell count showing only 14 wbcs.